Manufacturer narrative:
Updated cc due to off label usage. As reported, during a procedure to treat a patient with an aortic coarctation, a 16mm x 4cm 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent was used. When dilating the 16m x 4cm maxi ld pta balloon catheter to 4 atmospheres (atm), the balloon ruptured and allowed the palmaz peripheral stent to move. A second attempt was made with a 22m x 4cm 110cm maxi ld pta balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent; however, the same issue occurred. The maxi ld balloon ruptured at 4 atm and allowed the palmaz peripheral stent to move. The two palmaz peripheral stents were embedded in the descending aorta in an adequate implant position without under-expansion after dilation with a 4mm x 18mm maxi ld balloon catheter. The stents were properly juxtaposed in the descending aorta; however, not at the site of the coarctation. The mobilization of the palmaz peripheral stents along with dilations caused a localized dissection of the aorta at the level of the coarctation. A non-cordis covered stent was implanted to treat the dissection and simultaneously treat the coarctation. After implantation of the non-cordis covered stent, a final aortogram was taken which showed good stent apposition with no residual obstruction or gradient in the isthmus. The patient was transferred to recovery post-procedure and progressed well clinically. The devices were prepped per the instructions for use (IFU). The reported ¿balloon burst at/below rbp¿ with the maxi pta balloon catheters could not be confirmed as the devices were not returned for analysis. The reported ¿stent inaccurate placement¿ of the mounted palmaz stents could not be confirmed either, as the devices were not returned for analysis and no images were provided. Without images for review, the reported ¿artery dissection¿ could not be confirmed due to the nature of the complaint. Procedural and/or anatomical factors (such as vessel characteristics) may have contributed to the balloon rupture, which in turn led the stent to move. Procedural factors, such as additional intervention for the vessel, may have led to weakening of the arterial walls, that then led to the dissection. The exact cause of the reported events could not be determined. However, it is to be noted that the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. Furthermore, listed in the warnings in the instructions for use, "the safety and effectiveness of this device for use in the vascular system have not been established." Additionally, as listed in the instructions for use, "the maxi ld¿ pta catheter is intended to dilate stenoses in iliac arteries." Using the products outside of their indicated use may involve additional risks not described in the labeling. The safety and effectiveness of these devices have not been demonstrated for use in the aorta. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, h10, and h11 complaint conclusion: as reported, during a procedure to treat a patient with an aortic coarctation, a 16mm x 4cm 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent was used. When dilating the 16m x 4cm maxi ld pta balloon catheter to 4 atmospheres (atm), the balloon ruptured and allowed the palmaz peripheral stent to move. A second attempt was made with a 22m x 4cm 110cm maxi ld pta balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent; however, the same issue occurred. The maxi ld balloon ruptured at 4 atm and allowed the palmaz peripheral stent to move. The two palmaz peripheral stents were embedded in the descending aorta in an adequate implant position without under-expansion after dilation with a 4mm x 18mm maxi ld balloon catheter. The stents were properly juxtaposed in the descending aorta; however, not at the site of the coarctation. The mobilization of the palmaz peripheral stents along with dilations caused a localized dissection of the aorta at the level of the coarctation. A non-cordis covered stent was implanted to treat the dissection and simultaneously treat the coarctation. After implantation of the non-cordis covered stent, a final aortogram was taken which showed good stent apposition with no residual obstruction or gradient in the isthmus. The patient was transferred to recovery post-procedure and progressed well clinically. The devices were prepped per the instructions for use (IFU). The reported ¿balloon burst at/below rbp¿ with the maxi pta balloon catheters could not be confirmed as the devices were not returned for analysis. The reported ¿stent inaccurate placement¿ of the mounted palmaz stents could not be confirmed either, as the devices were not returned for analysis and no images were provided. Without images for review, the reported ¿artery dissection¿ could not be confirmed due to the nature of the complaint. Procedural and/or anatomical factors (such as vessel characteristics) may have contributed to the balloon rupture, which in turn led the stent to move. Procedural factors, such as additional intervention for the vessel, may have led to weakening of the arterial walls, that then led to the dissection. The exact cause of the reported events could not be determined. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure to treat a patient with an aortic coarctation, a 16mm x 4cm 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent was used. When dilating the 16m x 4cm maxi ld pta balloon catheter to 4 atmospheres (atm), the balloon ruptured and allowed the palmaz peripheral stent to move. A second attempt was made with a 22m x 4cm 110cm maxi ld pta balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent; however, the same issue occurred. The maxi ld balloon ruptured at 4 atm and allowed the palmaz peripheral stent to move. The two palmaz peripheral stents were embedded in the descending aorta in an adequate implant position without under-expansion after dilation with a 4mm x 18mm maxi ld balloon catheter. The stents were properly juxtaposed in the descending aorta; however, not at the site of the coarctation. The mobilization of the palmaz peripheral stents along with dilations caused a localized dissection of the aorta at the level of the coarctation. A non-cordis covered stent was implanted to treat the dissection and simultaneously treat the coarctation. After implantation of the non-cordis covered stent, a final aortogram was taken which showed good stent apposition with no residual obstruction or gradient in the isthmus. The patient was transferred to recovery post-procedure and progressed well clinically. The devices were prepped per the instructions for use (IFU). The devices will not be returned for evaluation.